Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual evaluation of returned device revealed that the ring was slightly discolored showing evidence of blood contact. Tiny holes showed the placement of implantation sutures. A cut through the cloth cover, exposing part of the stiffening band, is observed adjacent to one eyelet trigone marker. The silicone also appeared to be cut. Radiography showed no evidence of fractures along the ring. An assessment of the broken holder suture cannot be confirmed as the holder was not returned. Updated h6: fdm code updated conclusion: the investigation is in progress. A supplemental report will be submitted after completion of the investigation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the product has been returned and analysis is in progress medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this 32mm mitral annuloplasty ring, it was not implanted, it was replaced with a ring of the same model and size. The reason for the replacement was reported as the buckle suture was broken. It was stated that "the wire was put for the ring during the implantation process" to fix the device to the valve and it was found that the buckle suture on the forming ring fixator holder was broken. The ring was inspected upon removal from packaging and no issues were noted at that time. No additional adverse patient effects were reported.